Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: early 2009, inratio: 4.4, lab: 3.4. Date: same day, inratio: 5.0, lab: 3.2.

Manufacturer narrative:
Sa 1-16-09. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: early 2009, limits: 5.7, inratio: 4.4, lab: 3.4, mean: 3.9, confidence: 2.3 . Date: same day, limits: 6.1, inratio: 5.0, lab: 3.2, mean: 4.1, confidence: 2.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing is required. As of jan. 16, 2009, the meter is not expected to return. No further investigation is required at this time. No lot number provided for the strip & no serial number for the meter. No investigation possible without that information. No corrective action is required as no product deficiency was established.